Manufacturer narrative:
On november 21, 2013, bayer healthcare distributed a field safety notice recalling main boards with part number 301641 that were installed in some medrad veris mr vital signs monitors. These main boards are being recalled due to the potential for unexpected shutdown of the system while in use.

Event description:
Subsequent to receipt of the field safety notice, the site reported the following: the veris monitor shut off intermittently during a sedation case. The power was restored when the "on" button was depressed. The patient exam was completed without event. The customer confirmed that there was no injury or adverse event reported.